Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 18 mg/dl at the time of hospitalization. Customer stated that her insulin pump was over delivering, because when she treated with a bolus the blood glucose dropped. Customer stated that she had low blood glucose of 35 mg/dl 4 times in the past month. Nothing further was reported.